Event description:
Alleged the siderail will not latch in the up position.

Manufacturer narrative:
The facility found the siderail arms and brackets were bent. The facility's maintenance straightened the arms and brackets to repair the bed.